Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the maryland bipolar forceps had a broken energy cable. The procedure was completed as planned with no reported injury using a backup instrument. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No damage or anything out of the ordinary was noticed. The issue occurred during coagulation. The black insulation was stripped/damaged and there was loss of cautery. There was no sign of thermal damage at site of breakage. The instrument did not collide with other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The instrument failed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.